Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -14.0 diopter, into the patient's eye. The lens was explanted due to excessive vaulting. The reporter stated that the lens was exchanged.

Manufacturer narrative:
The lens was explanted due to elevated iop, narrowing of the angle, angle closure, pupillary block, and excessive vaulting. The lens was exchanged for a shorter lens and the results were excellent. (B)(4).